Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump scratch on screen which hinder view slightly, changing more often issues with battery cap, very stripped, insulin pump had changed settings a couple of times, rewind more than one and slower during rewind. Customer's blood glucose value was unknown. Customer declined to speak with technical support. The device will not be returned for analysis.